Event description:
It was reported that during reprocessing, the bronchofibervideoscope displayed brown fluid from inside the scope casing. There was no report of patient harm associated with this event.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is submitted to provide the findings of the legal manufacturer's final investigation. Additional information: d9. The device was returned to olympus for inspection, where the reported failure of brown fluid from inside the scope casing was confirmed. During the evaluation, the following additional reportable malfunctions were identified: corrosion identified on the bending section, control body, and scope connector. Based on the results of the investigation, the most probable cause of this complaint has been identified as component failure with an expected or random failure attributed to a leakage/seal issue, with no design or manufacturing issue identified. Olympus will continue to monitor field performance for this device. Should any additional relevant information become available, a supplemental report will be submitted accordingly.

Event description:
No additional information received from the customer.